Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications loaded in pyxis were not allowing the nurses to remove for patient order unless override for removal. There were no adverse events or injuries reported based on this event.